Manufacturer narrative:
Evaluation of the returned nail confirmed the fracture at the intersection point with the lag screw and noted the crack near the distal screw hole. Root cause for the fracture may be due to bone non-union induced metal implant fatigue and breakage. Root cause for the crack could be attributed to damage caused to the distal hole when drilling the bone.

Event description:
It was reported patient underwent a initial affixus nail procedure on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2013 due to non-union. During the procedure, the nail fractured at the point of intersection with the lag screw. It was also noted during the procedure that a crack was stemming from the distal locking screw. There was a two hour delay to the revision procedure as a result.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-00270 / 00272).